Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii device wasn't deployed. The second tigerpaw system ii device was used to complete the procedure and that one worked fine. No patient effect.